Event description:
Healthcare professional reports inconsistent act results with the hemochron response coagulation system. Patient blood sample tested in test well 1 of the hemochron response instrument generated act result of 566 seconds. A repeated test performed in test well 2 of the same instrument generated act result of 324 seconds. No adverse event (s) reported.

Manufacturer narrative:
(B)(4). Customer testing performed with act tube lot # j2fte223. No ncmrs identified for the instrument. The associated act tube lot device history records reviewed and found to meet specifications. No related complaint trends identified. Itc has requested all data required for form 3500a.